Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation.

Event description:
The conmed sales representative reported on behalf of the user facility that prior to use, the 530. Clips appeared loose and during pre-op testing they failed to close successfully. The procedure was completed with another 530. Device, with a few minutes of surgical delay and no further incident. No patient injury reported. Although this failure was found pre-operational, this report is being raised on the basis of a malfunction whose recurrence has the potential for patient injury.

Manufacturer narrative:
The used device was returned to conmed for evaluation in opened original packaging. Visual inspection of the device found the gap between the jaws to be out of specifications. Furthermore, when the device was slightly agitated the clip would fall out of the jaws. A review of the manufacturing documents verified the device was produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified at the time of manufacture. A review of this lot number, with 540 devices manufactured, showed no other complaint for this lot product and event description. A two-year review of complaint history revealed 9 other similar complaints, with 13 devices, for this product family and failure mode. In that same timeframe, (B)(4) units of this product family have been sold worldwide, making the rate of occurrence of this failure 0.030 percent, if all complaints were confirmed. The instructions for use advises the user of the following. Always check to see that a clip is in the jaws before squeezing the trigger. Closing of empty jaws on tissue may cause tissue damage. Always ensure trigger is squeezed completely and allowed to open to full initial position. Due to the potential for patient injury, an investigation has been initiated. This issue will continue to be monitored through the complaint system to assure patient safety.